Event description:
The user facility reported that during priming of the oxygenator circuit, the perfusionist noticed fluid leaking from the gas outlet port. The unit was changed out prior to the start of the bypass procedure. Therefore, there was no pt involvement.

Manufacturer narrative:
The involved unit was rec'd for eval. The sample was visually examined and leak tested. This eval confirmed the reported leakage at the bottom of the oxygenator. There were no indications of any product related problems in the device history records. A review of the complaint files confirmed that this lot has not been reported previously. The device labeling does not address the potential for such an occurrence with specific directions to prime the entire oxygenator circuit while thoroughly checking for any signs of leakage prior use. All available info has been placed on file for use in qa tracking, trending and f/u.